Manufacturer narrative:
The customer did not return the defective device, nor the device logs for evaluation. A quote for the replacement of the main board was sent to the customer; however, no purchase order was received in response. We are unable to confirm the reported issue due to lack of information.

Event description:
The customer reported that the ventilator would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.